Event description:
It was reported that a home patient (hp) had loosened the connection on the supply line during fill five of peritoneal dialysis therapy on a homechoice (hc) device. The hp was connected at the time of the event. The technical service representative (tsr) assisted the hp to end therapy. The hp would contact their registered nurse (rn) regarding loosening the connection and missing the last fill. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a connection issue during the fill stage, where the patient loosened the connection to the supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.